Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). No devices received, log review only. A copy of the customer's data set has been requested but has not been received. A follow up report will be submitted once the data set is returned and the evaluation has been completed.

Event description:
Customer reported an issue with user programming of bumetanide (bumex). Customer stated bumetanide 20 mg is in an 80 ml vial, 20 ml is added to the 80 ml for a total volume in the bag of 100 ml. Bumetanide 20 mg/100 ml is an option in the data set; however, the user receives a screen to enter the diluent volume and the user enters 20 ml instead of 100 ml resulting in a 1 mg/1 ml instead of a 20 mg/100 ml (1 mg/5 ml) concentration. Customer inquired why is the user receiving a prompt to enter the diluent amount if bumetanide 20 mg/100 ml is an option in the data set. There was no pt harm or medical intervention. Although requested, no further pt/event information was provided.